Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that white debris was found inside the connecting tube. The issue was found during reprocessing. There was no report of patient involvement.

Manufacturer narrative:
Correction to d9 - device available for evaluation field, changed from yes to no additional information: h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was confirmed. The event is detectable/preventable by handling the product in accordance with the following IFU: 3.3 inspecting the connecting tubes and leak test air tube¿, ¿4.9 reprocessing. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.